Manufacturer narrative:
(B)(4). The report that a dilator would not advance into the sheath was not confirmed through complaint investigation. Visual analysis revealed the returned dilator and sheath components do not match those of the reported kit. Additionally, the sheath valve had severed from the sheath body and was not returned for evaluation. A device history record review was performed on the reported finished good batch, and no relevant findings were identified. Based on on the discrepancy between the reported material and returned material and the incomplete sample returned, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that "during the procedure according to IFU, md found that dilator fails to enter sheath. So md opend up the new kit to finish the procedure. There was no reported patient harm or consequence. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that "during the procedure according to IFU, md found that dilator fails to enter sheath. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence. The patient was reported as fine post the procedure.

Event description:
It was reported that "during the procedure according to IFU, md found that dilator fails to enter sheath. So md opened up the new kit to finish the procedure. There was no reported patient harm or consequence. The patient was reported as fine post the procedure.

Manufacturer narrative:
(B)(4). In section d provided di # only as no lot number was reported UDI related data quality updates only.